Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator. The hub, sheath, and device tip were visually and microscopically examined. Inspection found a kink in the sheath 10cm proximal of the device tip. Product analysis confirmed the reported event of sheath kink.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. During recapture of the closure device for repositioning the was became kinked. A second was was used to successfully complete the procedure. No patient complications were reported.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. During recapture of the closure device for repositioning the was became kinked. A second was was used to successfully complete the procedure. No patient complications were reported.